Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during initial drain. The technical service representative (tsr) explained the alarm. The tsr had the hp close the clamps, disconnect, and cycle the power to get to "press go to start." The tsr advised the hp would need to start over with new supplies. The line had not been properly primed prior to initiating therapy. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.